Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09nov2020.

Event description:
It was reported to philips that the device had an issue with the touchscreen. The device was being set up for use at the time of the event. There was no report of patient or user harm, and no delay of therapy was noted. A philips authorized service personnel (asp) was dispatched to the customer site to provide additional assistance and confirmed the reported issue. The asp replaced the motor controller pcba to resolve the issue and the device returned to full functionality. The device was placed back into service.